Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the patient did not experience any symptoms. The pump was interrogated and confirmed erroneous programming (human error). The actions and interventions taken was the patient returned in 3 hours, bridge programmed and delivered and dose changed to correct values. The problem was resolved.

Manufacturer narrative:
Continuation of d10: product ID a810 lot# serial# unknown implanted: explanted: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a810, serial/lot #: unknown, ubd:, UDI#:. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a health care provider (hcp) regarding a patient receiving intrathecal hydromorphone 320 mcg/ml (unknown dose) and baclofen (unknown concentration and dose) via an implantable pump for spinal pain. It was reported that the reason for the call was the pump was refilled by a different physician assistant (pa) earlier today with a concentration change and they neglected to program a bridge bolus and entered incorrect 24 hr dosing info. The old drug was: hydromorphone 320 mcg/ml (baclofen secondary); and new drug was: hydromorphone 160 mcg/ml. The hcp stated that the pa incorrectly doubled the dose to 43.57 mcg/day because they believed that was necessary due to the change in concentration. The pump should be on a flex program with (B)(4) base rate with a 30 min bolus at bedtime of 2.25 mcg. The agent reviewed that pump was currently running at a (B)(4) flow rate. The pump was updated earlier today at 10:51 am. The agent advised the hcp to take total bridge volume of 0.54 ml and subtract 0.01 ml for each hour that passed until the pump was updated in order to program an advanced mode bridge bolus. The hcp stated that they were in contact with the patient in order to try and get them back to the office to correct the programming.